Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during drain. The technical service representative (tsr) cleared the error by the powering the unit off and on. The tsr informed the home patient (hp) of the error's meaning. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection, and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. The tsr had the hp check the setup for leaks. The hp found a leak on the patient line. The set was not being reused. The patient did have pets that could have possible caused damage to the supplies, but this was not reported to have happened. There was no damage noted to the over pouch or carton in which the cassette was delivered, a sharp object was not used to open the carton or over pouch. The supplies were not damaged by an outlet port clamp or assist device. The hp would stop therapy and contact her peritoneal dialysis registered nurse in the morning. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The label review found the labeling adequate for the possible use error in this complaint. The root cause was undetermined. This issue is being investigated through CAPA.